Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 2.50 x 32 mm synergy¿ drug-eluting stent was selected for use. However, during preparation when the stent's protective cover was removed, the stent was detached and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was returned on a pig tail mandrel. The stent was severely damaged and stretched its entire length. A review of the manufacturing data for the stent profile was performed and no anomalies were noted. The returned stent protector ID (inner diameter) was measured and the result was within specification. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. There is no evidence that the device failed to meet specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. A 2.50x32mm synergy drug-eluting stent was selected for use. However, during preparation when the stent's protective cover was removed, the stent was detached and was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.